Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A osseotite® implant 4 x 13mm (oss413) and osseotite® implant 4 x 11.5mm (oss411) were returned for investigation. Visual inspection of the as returned product identified excessive bone, bridged crown and fractured on both implants. The reported device location is # 46 and 47 and usage of length is approximately 7 months. Device history record (DHR) review was completed for the subject lot numbers (2019022021 and 2018050168). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2019022021 and 2018050168) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
Doctor reported the implant in tooth location 47 fractured after 7 months of placement. Implant was removed.